Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle and foreign material on the c-cover could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed as there was foreign material in the nozzle. Additional findings include; plastic distal end cover had foreign objects and due to a cut on switch one, water tightness was lost. The following had a scratch; bending section cover, protector of universal cord on suction connector side, protector of universal cord on control section side, grip, scope cover, suction cylinder, universal cord, and connecting tube. The following peeled; paint on the air/water cylinder, connecting tube, and adhesive around light guide lens. The connecting tube had a wrinkle and buckling. Plastic distal end cover had a dent. Adhesive on bending section cover had a crack and a chip. Light guide lens had a crack. Switch four had wear. Adhesives around objective lens and bending section cover had white-clouded area. Light guide bundle had breakage. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. Forceps channel port was shaved. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was an air/water leak in the gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.